Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to delivery primaxin 500mg, every 12 hours and the delivery was started. No further programming parameters were provided. On (B)(6) 2013, the customer contact reported the batteries were replaced. On (B)(6) 2013 at an unspecified time, the patient reported the device powered off by itself without sounding an audible alarm tone. At that time, it was noted that the container was half full. The customer did not specify the volume expected to be remaining. It was reported that the patient missed the second dose of antibiotic. No specific event details were provided. On (B)(6) 2013 at an unspecified time, therapy was resumed with a replacement device; however, it was reported the dose was several hours late. There were no reported adverse patient effects. No medical interventions were required. The customer contact reported the medication container was kept on ice and the customer believed the condensation from the ice bag affected the batteries. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by appropriately sounding an audible alarm tone prior to power loss while on battery power. During testing a power loss did not occur; however, power loss alarms were noted in the history. A possible cause of the customer's reported power loss was poor battery contact with the battery terminal. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2013 at 1108, the device was programmed in the intermittent mode, with a dose amount of 110ml, a dose time of 1hr, a dose frequency of 12hrs, number of doses 2, a 1ml/hr kvo rate, and a 250ml container size and the delivery was started. The device continued in use at the programmed mode. On (B)(6) 2013 at 1103, a new container was indicated. Between 1108 and 1146, the device was powered off and on using batteries, the delivery was started and kvo delivery began. At 1303 a 12/000/022 (stuck key) service alarm occurred. At 1430, a 15/000 (power down error) service alarm occurred, the device was powered on using batteries; a start alarm occurred and at 1431 dose 1 delivery began. At 1510, a 12/000/022 (stuck key) service alarm occurred. Between 1527 and 1557, the device was powered on using batteries, a start alarm occurred, and dose 1 end occurred, a 15/000 (power down error) service alarm occurred. Between 1928 and 1945, 3 low battery alarms occurred, and a 09/007/066 (motor not turning when it should be) service alarm occurred. Between 1953 and 1957, the device was powered on, using batteries, a low battery alarm occurred and the device was powered on 19 times. On (B)(6) 2013 at 1007, the device was powered on using battery. Between 1008 and 1113, a start alarm and start infusion alarm occurred, dose 2 began, a check cassette d and check cassette p alarm occurred, a cassette was inserted, a low battery alarm occurred, the device is powered on using batteries, a start infusion alarm occurred and dose 2 ended. At 1113, the delivery was stopped. This report represents all the information known by the reporter upon query by hospira personnel.